Manufacturer narrative:
Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in an edwards technical summary.  A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In this case, there is no information to suggest a manufacturing non conformances contributed to the event.  The cause of the balloon burst is unknown, however is likely due to the patient¿s native annular calcification.  The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported by the edwards european affiliate, during the implant of a 29 mm sapien 3 valve by tf approach in the aortic position without bav, the delivery system balloon burst during valve deployment, resulting in the valve being partially deployed. The valve was surgically removed from the patient and a non-edwards valve was implanted with success. Patient is doing well.

Manufacturer narrative:
Additional information was received indicating the device will be returned for evaluation. Investigation is ongoing.

Event description:
As reported by the edwards european affiliate, during the implant of a 29 mm sapien 3 valve by tf approach in the aortic position without bav, the delivery system balloon burst during valve deployment, resulting in the valve being unable to be deployed. The valve was surgically removed from the patient and a non-edwards valve was implanted with success. Patient is doing well. During pre-decontamination, it was noted that the was not burst but there was a pinhole observed on the proximal tapered length of the inflation balloon.

Manufacturer narrative:
Information based on pre-decontamination observations of the returned delivery system.  Investigation is ongoing.

Manufacturer narrative:
The commander delivery system was returned to edwards lifesciences for evaluation. Upon visual inspection, it was observed that the crimped valve was on the balloon and the strain relief was compressed. During functional testing, while attempting to deploy the valve, the balloon would not inflate due to a pinhole on the proximal tapered length of the balloon. No relevant dimensional analysis was able to be performed on the returned device due to the location of the pinhole. A DHR review did not reveal any issues that may have contributed to the reported event. Lot history review revealed no similar complaints for ¿balloon ¿ leakage¿. A review of complaint history revealed that the occurrence rate did not exceed the january 2018 control limit for the trend category ¿leakage¿. No IFU/training deficiencies were identified. Inspections in place during the manufacturing process support that it is unlikely that a defect in manufacturing contributed to the complaint event. The complaint for ¿balloon - leakage¿ was confirmed. Since there was no reported difficulties with de-airing, the pinhole producing the leak, likely occurred after insertion through the sheath and prior to deployment. It¿s possible that the pinhole could have been created if the balloon made contact with calcification in the access vessel, aorta, or annular region. Additionally, improper technique when removing the proximal balloon cover could have damaged the balloon, making it more susceptible the tearing. In order to prevent damage to the balloon, the cover should be carefully peeled away with both hands while over the blue section of the balloon shaft. Available information suggests that patient and/or procedural factors may have contributed to the complaint event; however, a definitive root cause is unable to be determined at this time. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since no manufacturing non-conformances were identified in the product evaluation, and no labeling, training, or IFU deficiencies were identified, no preventative or corrective actions are required. Additionally, since no product non-conformance was confirmed in the returned complaint device and the occurrence rate did no exceed the complaint control limits, a product risk assessment escalation is not required.